Event description:
It was reported that a physician completed a myosure for uterine tissue removal procedure on (B)(6) 2015. The physician then performed a hysteroscopy and "noticed a small perforation in the patient's cervix". It is unknown if intervention was required. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device not provided by the complainant, therefore, the manufacturer date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. Myosure hysteroscope. (B)(4).